Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had to have hysterectomy') in a 35-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had to have hysterectomy') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). During the dissection, a metallic fragment was noted extruding from the apical vaginal wall and was fully extracted to reveal an essure coil which was passed out of the abdomen [vaginal perforation] a second coil was not present. [Device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ("during the dissection, a metallic fragment was noted extruding from the apical vaginal wall and was fully extracted to reveal an essure coil which was passed out of the abdomen") and device dislocation ("a second coil was not present.") In a 35-year-old female patient who had essure inserted. Concurrent conditions were listed as paratubal cyst, vaginal prolapse, rectocele and pelvic pain female. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced vaginal perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion medically important). The patient was treated with surgery (davinci robotic laparoscopic sacrocolpopexy, lysis of adhesions, excision of right paratubal cyst. V). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and vaginal perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: vaginal vault incomplete prolapse, rectocele, perineocele, pelvic pain, sui. Name of surgical procedure(s) performed. Davinci robotic laparoscopic sacrocolpopexy, lysis of adhesions, excision of right paratubal cyst. Vaginal posterior repair and perineorrhaphy. Desara one sling. Indication for procedure vaginal vault prolapse, rectocele, perineocele, pelvic pain, sui. Description of procedure performed: during the dissection, a metallic fragment was noted extruding from the apical vaginal wall and was fully. Extracted to reveal an essure coil which was passed out of the abdomen. A second coil was not present. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 1-jan-2025: medical record received. Event medical device removal is replaced with vaginal perforation. Event device dislocation was added. Medical history added. New reporters were added. Date of birth added. Patient middle m]name updated. Lab data & essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). During the dissection, a metallic fragment was noted extruding from the apical vaginal wall and was fully extracted to reveal an essure coil which was passed out of the abdomen [vaginal perforation]. A second coil was not present. [Device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of vaginal perforation ("during the dissection, a metallic fragment was noted extruding from the apical vaginal wall and was fully extracted to reveal an essure coil which was passed out of the abdomen") and device dislocation ("a second coil was not present.") In a 35 year-old female patient who had essure inserted. Concurrent conditions were listed as paratubal cyst, vaginal prolapse, rectocele and pelvic pain female. On an unknown date, the patient had essure inserted. On unknown dates she experienced vaginal perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion medically important). The patient was treated with surgery (davinci robotic laparoscopic sacrocolpopexy, lysis of adhesions, excision of right paratubal cyst. V). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and vaginal perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: vaginal vault incomplete prolapse, rectocele, perineocele, pelvic pain, sui. Name of surgical procedure(s) performed: davinci robotic laparoscopic sacrocolpopexy, lysis of adhesions, excision of right paratubal cyst. Vaginal posterior repair and perineorrhaphy. Desara one sling. Indication for procedure: vaginal vault prolapse, rectocele, perineocele, pelvic pain, sui. Description of procedure performed: during the dissection, a metallic fragment was noted extruding from the apical vaginal wall and was fully extracted to reveal an essure coil which was passed out of the abdomen. A second coil was not present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.